Event description:
On (B)(6) 2012, the pt was implanted with gore excluder aaa endoprostheses to treat an abdominal aortic aneurysm. It was reported that the physician cannulated the trunk-ipsilateral leg component gate. The physician rotated a formed pigtail catheter within the trunk, and it reportedly turned. Upon deployment of the contralateral leg component, however, the device was deployed outside the gate. The physician ended the procedure and reintervened at a later date.

Manufacturer narrative:
Result - the review of the mfg paperwork verified that this lot met all pre-release specs.